Manufacturer narrative:
Product evaluation: one handpiece injector was returned for evaluation for the report of the injector damaging the cartridge during the iol being delivered. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there was one additional complaint associated with the lot for the reported issue. A visual inspection of the handpiece injector was performed and deemed nonconforming. The plunger has an upward position. The front section of the plunger is also in a slightly upward position. A functional thread to barrel engagement check was performed and was deemed acceptable. A dimensional plunger position height check was performed and deemed unacceptable. The plunger position height is very high. The evaluation does confirm the injector plunger is bent upward in a nonconforming position and would over-ride a lens. The high plunger position is the likely root cause for the damage to the cartridge. The root cause for the nonconforming plunger height condition is usually from its handling by the end user, but when and how the plunger became bent cannot be determined from this evaluation. The injector has been in service for many years. The injector was manufactured in june 2009, so the complaint issue does not point to a manufacturing issue the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not been received at the investigation facility at this time. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. A root cause has not been identified. The root cause will be reassessed upon completing the investigation. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported that the tip of a cartridge was found to be split after implanting during an intraocular lens (iol) implant procedure. The doctor felt something was hard when inserting the cartridge into the patient's eye. However, he implanted the iol without any problem. After implanting the iol, the customer found that the tip of plunger split the tip of the cartridge. In his opinion, the tip of plunger might be bent. The surgery was completed without product replacement.

Manufacturer narrative:
Additional information provided in model#, catalog #, serial #, lot#, expiration date, other #, UDI#, device available for evaluation. Device manufacture date. The manufacturer internal reference number is: (B)(4).